Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer's representative (rep) and confirmed/provided by the healthcare provider ( hcp). The hcp initial reporter information was provided. It was also reported that the patient was on baclofen at a concentration of 500mcg/ml and a dosage of 46.69mcg/day. Further diagnostics/troubleshooting and actions/interventions involved were unknown. The cause of the alarm heard by the patient, with no alarm being seen in the logs was not known. Pump logs were not available, and it was unknown if the issue had been resolved. The pump remains in service.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient with an implan table pump for intractable spasticity. It was reported that the patient had been hearing their pump alarm every hour for the past few days. The date 2025-dec-10 is considered an approximate date of event (specific month and year known only). The patient had magnetic resonance imaging (MRI) in november and a pump refill was performed on (B)(6) 2025. There was no alarms showing in the pump logs. The company representative was questioning if this is related to telemetry. At the time of the report, technical services reviewed how to silence the audible alarm on the home screen and update the pump. The company representative was to inform the account and call back if further instructions is needed. There were no further issues at the time of the report (as of 2025-dec-18). No patient symptoms were reported. The company representative thinks the patient is receiving baclofen in their pump but is unsure at this time.